Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on an unspecified date 6 months prior to contacting lfs. The patient claimed obtaining blood glucose readings of ¿122 and 115 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. The patient advised that she does not take any medication to manage her diabetes and claimed that she continued to follow their usual diabetes management regimen in response to the alleged issue. The patient reported that she developed symptoms of ¿weakness and shakiness¿ a ¿matter of minutes¿ after the alleged issue began. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.